Event description:
The customer reported a filament regulator error. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep performed a filament calibration. The system was then found to be operating as intended. This event may have resulted in a possible accident radiation occurrence.